Event description:
It was reported to bsc/target that during preparation when the physician tested the balloon with a transend-10 guidewire, the balloon was leaking at the distal section. Clinical outcome is fair.